Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon had no string and took 45 mins to remove - vagina [foreign body in reproductive tract]. No string - tampon [device physical property issue]. Case narrative: consumer reported via email that the tampon did not have a string and became stuck in her vagina. No serious injury was reported.

Event description:
Tampon had no string and took 45 mins to remove - vagina [foreign body in reproductive tract] no string - tampon [device physical property issue] case narrative: consumer reported via email that the tampon did not have a string and became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
An investigation is in progress for returned product received on (B)(6) 2022.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon had no string and took 45 mins to remove - vagina [foreign body in reproductive tract] no string - tampon [device physical property issue] case narrative: consumer reported via email that the tampon did not have a string and became stuck in her vagina. No serious injury was reported.